Manufacturer narrative:
Visual evaluation of the picture attached to the complaint of an alleged ar-6410 out of the package. It was observed that the neoprene sleeve collapsed. It is not possible to determine other issues with the device. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. As the device was not returned and additional information was not provided regarding the pump, a pump issue cannot be ruled out however, the most likely cause of the failure noted in the provided photo is user error in connecting the tubing to the pump. Without return of the device, the complaint cannot be confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-6410 main pump tubing had an issue. At the beginning of the cx, the pump began to send an excessive flow to the patient. The consistency of the body and the pipe was checked, however in this case, the sensor was the one that continued to fail, and they proceeded to change it. This occurred before use in an unspecified procedure, no patient harm. No case involvement. Additional information has been requested. On (B)(6) 2023, the arthrex employee provided the following additional information: this event occurred during a shoulder arthroscopy procedure. According to the doctor, a worrying "lump" began to form in the patient's neck. There was no information on what method was used to remove the excess fluid, only that during recovery, it had already decreased. It was not specified if an arthrex pump was used in the case. This occurred before the cx and during the first stage of the cx. An adjustment was made in the pressure, adjusting it to a lesser degree, due to the excess that was being sent to the patient. The tubing was only purged, it began to malfunction once inside the patient. There was no alarm or error message present. The pipe was changed and another tubing was used to perform the correct operation. The doctor stated that the patient was fine to date. Additional information has been requested on the part and serial number for the pump.